Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If additional information becomes available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, the home patient (hp) stated that he needs to end the therapy and start over with all new supplies. The hp stated, he disconnected himself and closed all his clamps due to fluid leaking somewhere. The hp stated, he checked to find where the solution was coming from, but was unable to detect the source of the fluid. Gts assisted the hp with cycling power off and on and then press the down arrow to end therapy and then removed the set. Gts explained to the hp to start over with all new supplies. No injury or medical intervention was reported. No additional information is available at this time.